Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric sleeve procedure. The manual stapling handle and reinforced reload were being applied over the gastric antrum for the first firing. The patient had a gastric balloon before which was removed months before surgery. The cartridge was three or four points articulated. The device was not able to fire. The surgeon was able to press the green button and was able to squeeze the handle, but there was no movement. There was poor staple formation. Only a few staples were out of the reload and attached to the tissue. The staple line was incomplete, only a few staples fired. The surgeon heard a crack from the device. The device loses the selected joint (always 3-4 points of joint or articulation) when firing. In order to resolve the issue and complete the case, used another manual stapling handle and reinforced reload to complete the gastric section. Slowly were able to complete the procedure with no more incidents. There was no patient harm. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.